Event description:
It was reported that during an lar procedure, that the hand switch did not activate. There were no error code displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.